Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04750 and 2015691-2019-04751 this report is for the 3rd valve deployed in mac that embolized into the left atrium and was explanted. The edwards sapien 3 ultra thv is currently indicated in the united states for mitral application in patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 ultra valve in a native mitral valve is not indicated per the labeling; therefore, the device labeling (ifus and training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to atrial embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, incorrect landing zone sizing, incomplete frame expansion, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest/indicate that patient/procedural factors (e.g. Uneven distribution of calcium, larger annular area after viv) may have contributed to the 3rd valve embolization into the left atrium. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post deployment of the 26mm sapien 3 ultra valve in the mitral annular calcification (mac) vial transeptal approach, paravalvular leak (pvl) was observed and therefore the valve was post dilated. After post dilation, a leaflet damaged was observed. It was decided to implant a second valve (viv). Post deployment of the second 26mm sapien 3 ultra valve, both valves embolized into the atrium. A 3rd 26mm sapien 3 ultra valve was implanted but again, the valve embolized into the atrium. Open heart surgery was performed to remove all 3 valves and a surgical valve was implanted. The patient was in stable condition in ICU post procedure. Per report, the possible damage to the 1st valve leaflet may have been ¿due to guidewire retraction during pvl/gradient evaluation before the post-dilation¿. As per medical opinion, the cause of the valve embolization was probably mac enlargement due to the viv. The annular area was measured again, and it was found to be slightly larger after viv embolization than before deployment of the first thv. However, the area was still not large enough to use a 29mm thv for the 3rd one (just +2cc). As the mac was not fully closed [circular], perhaps the concentric force to hold the thv was insufficient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.